Manufacturer narrative:
As the device in question was not returned by the customer, an investigation on the product itself could not be performed. However, the available information has been reviewed. The investigation was completed on (B)(6) 2025. The product in question was not provided for inspection. Therefore, the investigation must remain incomplete and can only be conducted based on the provided information. The reported failure pattern ("iia skin burn") is attributable to a product abuse - light sources and light cables are not designed for the type of treatment done. The product performed as intended and should not come in direct contact with the patient, as also mentioned within the corresponding IFU. In addition, the responsible sales representative checked the device within the hospital. No fault could be found at the light source. This was also confirmed by the hospital's medical technology department. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "during the night, diaphanoscopy was performed in case of deterioration. Pneumothorax was ruled out. A light source from karl storz was used. After placing the flexible cable-connected light source on the premature infant's chest for several seconds, redness appeared, followed by partial blistering of 0 to 0.5 cm, consistent with a iia burn."